Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient in her 60s underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cva and prolonged hospitalization. During a call from the pacu (post anesthesia care unit), it was indicated that the patient was experiencing facial drooping and left-sided weakness. The stroke team was called and a stroke assessment was done. The assessment occurred on the first day of the case and there were no issues during the procedure or reason to think there would be an adverse event after the procedure. The patient's condition was unknown at the time of call. The procedure was smooth and had no complications. Per the physician, there was nothing occurred out of the ordinary that would have caused this adverse event. The maximum wattage used was 35 in the right atrium and 30 in the left atrium. The adverse event was discovered post-use of biosense webster products. The physician¿s opinion on the cause of this adverse event: patient stroke caused by brain bleed. Intervention: stroke team activated, CT performed, brain bleed found, no further info at this time. Patient outcome of the adverse event is unknown. The patient required extended hospitalization because of the adverse event. Patient history: paroxysmal afib. There was no evidence of char during the procedure and no evidence of blood thrombus / clot during the procedure, head CT showed brain bleed. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Since the event is life threatening and required prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. It was reported that a female patient in her 60s underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cva and prolonged hospitalization. During a call from the pacu (post anesthesia care unit), it was indicated that the patient was experiencing facial drooping and left-sided weakness. The stroke team was called and a stroke assessment was done. The assessment occurred on the first day of the case and there were no issues during the procedure or reason to think there would be an adverse event after the procedure. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the smart touch sf (bidirectional). Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device [30653880l] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the concomitant products were mistakenly omitted from the previous reports and have been added to this supplemental report.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the product was returned, the lot number (30653880l) is now available and has been updated in section d4. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)